Manufacturer narrative:
There is no alleged device malfunction. It was reported that the patient has had multiple recent events of severe hypoglycemia while wearing vgo devices. Spouse reported that he recently picked up a new shipment of vgo devices from the pharmacy. Upon starting use of vgo devices from this shipment the patient began having multiple severe hypoglycemia. The spouse found the patient unconscious and unresponsive in bed and administered an emergency glucagon injection. Upon troubleshooting with the hcp office, the spouse noticed that the vgo devices in the latest shipment were all vgo 30's although the box was labeled vgo 20 by the pharmacy. Per the spouse, the pharmacy staff stated that their supplier had run out of vgo 20 devices and so they had sent vgo 30's instead. The device was not returned for investigation. The most likely root cause is that the patient's husband was inadvertently applying vgo 30's instead of vgo 20's due to a pharmacy error. Valeritas contacted the pharmacy regarding this issue.

Event description:
Spouse (B)(6) of type 2 diabetic on vgo 20 for approximately 1.5 months reported that the patient has had multiple recent events of severe hypoglycemia while wearing vgo devices. Dan reported that he recently picked up a new shipment of vgo devices from the pharmacy. Upon starting use of vgo devices from this shipment the patient began having multiple severe hypoglycemia. He reported multiple persistent hypoglycemia occurring from (B)(6) 2018. The lowest measurement was 45mg/dl on (B)(6) 2018 at 04:51. The spouse found the patient unconscious and unresponsive in bed. The spouse administered an emergency glucagon injection immediately. Bg was 62mg/dl at 05:16 and patient regained consciousness. Bg 75mg/dl at 05:25, 224mg/dl at 08:30, 206mg/dl at 11:06. The spouse contacted the patients hcp that day. Upon troubleshooting with the hcp office the spouse noticed that the vgo devices in the latest shipment were all vgo 30's although the box was labeled vgo 20 by the pharmacy. Per the spouse, the pharmacy staff stated that their supplier had run out of vgo 20 devices and so they had sent vgo 30's instead. The pharmacy staff apparently did not understand that the vgo 30 delivered a larger dose of insulin then the vgo 20 and gave the shipment of vgo 30's to the patient instead of vgo 20's. The spouse assumed that he had been applying vgo 20 devices as usual. Prior to the event the patient was doing well on vgo 20. Her bg range was from 90-120mg/dl. The most likely contributing factor to the event is that the patients husband was inadvertently apply vgo 30's instead of vgo 20's due to a possible pharmacy error. The device was not returned for investigation.

Manufacturer narrative:
Block d4 - UDI # provided. V-go lot # provided was used to produce multiple finished goods lots. The most current UDI# was provided in block d4 and the other UDI's is listed here: (B)(4). Block d10 device evaluated, block e1- initial reporter corrected, block e2- health professional - no checked, block e3- non healthcare professional, block g7- follow up #1, block h2- correction/ additional information checked, block h3- device returned for evaluation, block h4- date provided, block h6- method - 10 and results- 213. The devices were returned and evaluated. The conclusion results were: both returned devices functioned as designed. Both returned devices are of the 30 model as reported.